Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use a resolute integrity rx drug eluting stent to treat mildly tortuous rca lesion exhibiting 100% stenosis due to acute mi and no calcification. No damage was noted to the device packaging or issues noted when removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues. The lesion was not pre-dilated. During the procedure and after sufficient blood flow was confirmed after aspiration, the physician implanted the resolute integrity stent. The device did not pass through a previously deployed stent. No resistance was encountered during delivery of the resolute integrity stent or excessive force required. It was reported that the patient developed chest pain 30 minutes after the procedure. An acute mi related to the target vessel is reported to have occurred approx 30 mins after the procedure was completed. Thrombosis was suspected and during examination it was confirmed that the implanted stent was occluded. Aspiration was performed again, and a non-mdt stent was implanted proximal to the resolute integrity. The physician commented that the cause of the event might exist in the patient¿s background rather than the device, because the patient without dapt complained of chest pain just 30 minutes after the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.